Event description:
A report was received that the patient underwent an explant. The physician did not have any information on the explant and there are no further details regarding the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.